Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations confirmed that the complete lead was returned. The safesheath introducer was not received at boston scientific. There was a very slight bend in the lead noted near the tip midway between the distal anode ring and the tip as well as a very slight bend noted in the stylet near the tip. The lead helix was extremely stretched and the parylene is torn.

Event description:
Boston scientific crm received information that this lead was attempted and not used. At the implant procedure, the physician was unable to advance the lead through the hemostasis valve of safe sheath. To date, there have been no adverse patient effects reported.